Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there is a complete break on one of the pacemaker leads close to the implant site, at the level of lateral end of second rib and the other lead is intact. The implantable pulse generator (ipg) system remain in use. No patient complications have been reported as a result of this event.